Event description:
A medtronic representative reported an inaccuracy of 2mm inferior with the passive planar blunt probe during an o-arm tlif procedure. Three screws were misplaced and were revised after taking an o-arm spin. The surgeon was accurate with all other instruments. Screws were repositioned without navigation and proper placement was confirmed using an o-arm 3d spin. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Rmas issued. Replacement passive planar probe shipped to site (B)(4) 2012. Part returned to manufacturer unused on (B)(4) 2012. Psu (camera) replacement shipped to site (B)(4) 2012. Part returned to manufacturer (B)(4) 2012. Medtronic evaluation findings are that when connected to known good system the psu performed as expected with no tracking issues. The psu passed the accuracy assessment test at .23mm. The event log had no occurrences of failures. No problem found. Part was deemed fully functional. Planar passive ball replacement shipped to site (B)(4) 2012. Part returned to manufacturer (B)(4) 2012. Medtronic evaluation findings are that with markers attached and fully seated the probe returned good geometry and divot error readings. The probe was found to be fully functional. Following this event, a medtronic representative at the site tested out the system with another instrument set after the case and found the o-arm and stealth to be accurate. The rep reported covering multiple successful cases since the event without further issues. Software investigation completed; findings are that software works as designed. Hardware at site has been replaced.